Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated there was black spot on pumps lower screen and a minor crack on screen. Customer did troubleshooting. Customer stated the display was not blank less than 30 seconds and did not returned. Customer removed the battery but did not received insert battery alarm. The customer changed batteries but display was still blank. Customer stated the pumps display did not return after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for further analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported a dent on the keypad and the unit was not coming on. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crease in the keypad overlay to the left of the up keypad button. After battery installation, the device gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm. There's a huge spot of broken diodes on the bottom left corner of the display. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the device. After removing the protective layer that covers the lcd circuitry, it was found that the lcd screen and the circuitry located above and to the left of the lcd controller are cracked. In summary, the customer's report of a dent on the keypad and the device not coming on was confirmed. The unexpected flashing white / blank display is due to mostly to the cracked circuitry adjacent to the lcd controller. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.